Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported discrepant sars results for 1 symptomatic patient. The customer communicated that the patient tested positive for sars with sofia and later negative for sars upon retesting with sofia and an alternate test method.